Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in severely tortuous and severely calcified popliteal artery. A 3.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres in 10 seconds, the balloon was ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.